Manufacturer narrative:
An event regarding disassociation involving an unknown head was reported. Following review of x-rays by a clinical consultant disassociation was confirmed. Altr (metallosis) was not confirmed. Method & results: - device evaluation and results:visual inspection: the device was not returned, however images of the explanted accolade stem were made available. The images show wearing of the trunnion. - medical records received and evaluation : a review by a clinical consultant noted: despite the absent clinical information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. There is no formal report of such metallosis but given the amount of taper substance loss from the trunnion and the visibility of metallic debris in the joint space on the provided x-ray there is little doubt as to the origin of the metal debris in the joint although the majority of the metal substance loss is from the stem taper side because the tmzf alloy material is softer than the cochr alloy from the femoral head. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micro motion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision. No further investigation for this event is possible at this time. Further information such as return of the device, pathology report, additional x-rays, operative report as well as patient history and follow-up notes are required to investigate further. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Head/stem disassociation due to severe trunnion wear of accolade tmzf.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Head/stem disassociation due to severe trunnion wear of accolade tmzf.

Manufacturer narrative:
An event regarding disassociation involving a metal head that was mated with an accolade tmzf stem was reported. The event was confirmed by medical review. Product evaluation and results: not performed as the device was not returned. A review of the provided medical records by a clinical consultant concluded: "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision." A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The investigation concluded that the disassociation was caused by cup malposition as per the medical review. The subject device has been identified to be within scope of a lot specific voluntary recall for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Head/stem disassociation due to severe trunnion wear of accolade tmzf.